Event description:
It was reported that high out of range shock impedances were noted on this right ventricular (rv) lead. The shock impedances have gradually increased since implant, before becoming out of range. Technical services (ts) reviewed the device data and provided troubleshooting recommendations. This rv lead remains in-service at this time. No adverse patient effects were reported. Additional information was received. Non-invasive programmed stimulation (nips) testing was performed, and a 1.1j and 41j command shock were provided. Technical services (ts) reviewed results and advised that the physician may safely decide to continue monitoring the lead, so long as no fault codes are noted in the future. This rv lead remains in-service. No additional adverse patient effects were reported.